Manufacturer narrative:
(B)(4). The customer reported that the pads needed to be checked. There was no reported pt involvement. This complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported that the pads needed to be checked. There was no reported pt involvement.